Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on (B)(6) 2008, patient was implanted with a depuy asr hip on her right side. She has suffered pain, swelling, inflammation, and damage to the bone and tissue surrounding the implant. She may require revision surgery.